Event description:
Same case as:2184052-2014-000111. It was reported the screws possibly stripped during surgery. The surgeon was preformed c c3-c5 acdf. During the surgery, the screw at c4 started to feel as though it lost purchase and was "totally spinning" upon advancing in the bone. The hole was prepped with an awl prior to screw placement. The screw at c4 was left and the device locked at c3-c4. When attempting to advance the c5 screw, it felt as though it had bad purchase immediately upon advancing. The screw at c5 was removed and a 14mm self tapping screw was advanced. Again the surgeon felt as though he did not have good purchase and the screw kept spinning. The possibly stripped 14mm screw was left in place and locked the plate.